Event description:
A customer reported that erroneous, elevated and/or inconsistent triglyceride (tg) results were generated on an unicel dxc 600 synchron for five patients which did not match the patients' clinical history. Beckman coulter inc. Assessment of customer supplied data indicated four instances of erroneous initial tg patient results, which upon repeat resulted in higher repeat results, or the generation of initial and repeat tg results which exceeded the allowable percent coefficient of variation for the analyte. One patient's initial and repeat results were reproducible but elevated above the normal reference range of the assay. The customer did not question any other chemistry patient results. The falsely high/inconsistent tg results were not reported out of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that calibration and quality control results were recovering within acceptable ranges. The customer decided to stop running patient samples from this instrument and sent samples out to another lab for testing. Samples were also sent to another lab for the determination of correct results. These results were not provided. No specific sample handling/collection data was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the cartridge chemistry (cc) sample collar wash and probe. The fse replaced the reagent collar washes and performed cartridge chemistry (cc) alignments. The fse replaced the cc sample syringe drive. The fse calibrated triglyceride and ran quality controls. After the necessary and verified repairs the instrument was returned back into operation. A definitive root cause for this event has not been determined to date.